Event description:
The following information was documented by carefusion technical support specialist in response to a phone conversation with the user facility respiratory care supervisor. "On patient, no injury, switched out ventilator, alarms visual and audible were present. The vent stopped delivering flow and volumes. No flow from the turbine. The rt tried to test by replacing all externals and the unit flow did not correct. Field service requested."

Manufacturer narrative:
The carefusion field service representative evaluated the device; verified alarms were functioning and determined that the reported issue was caused by a malfunctioning exhalation flow sensor. The carefusion field service representative replaced the exhalation flow sensor and ran the device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion the device was released back to the customer ready to be placed back into service. On march 02, 2015, carefusion requested additional event information from the customer, as of april 3, 2015, there has been no response from the customer. (B)(4).